Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: litigation alleges metallosis, elevated metal ions, adverse local tissue reaction, pseudotumor, pain, stiffness, cardiomyopathy, loss of motion in both hips, suffering and emotional distress. Doi:(B)(6) 2002; dor: (B)(6) 2021 ; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a pinnacle cup with a metal on metal articulation. Believed to be implanted in early 2000's. Revised for elevated ions and metallosis. The cup was retained and the articulation changed to a polyethylene liner and ceramic ts head. Doi: (B)(6) 2000. Dor: (B)(6) 2021. (Unknown side).

Event description:
Medical records were received and stated the following: after review of medical records patient was revised due to failed right hip arthroplasty with metallosis and pseudotumor. Upon removal of the liner, corrosion was noted on the backside. Operative notes indicate pseudotumor noted adherent circumferentially around the capsule of the joint, this was removed and debrided. There was a light film on the liner aspect of the acetabular cup, which is elected to retain. Doi: (B)(6) 2002, dor: (B)(6) 2021, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however they do not represent the current complaint condition. Therefore the investigation could not draw any conclusions about the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.